Event description:
During the index procedure, a type b dissection which was non-flow limiting occurred after pre-dilatation with aviator (cordis) 15 x 4.0 mm and a 20 x 5.0 mm balloons. The patient was asymptomatic. An 8x40mm precise stent was deployed and then post-dilated with the 5mm balloon yielding 20% residual stenosis and excellent result with timi iii flow and no neurological complications. The balloon packaging were discarded; so, the catalog and lot numbers are not available.

Manufacturer narrative:
Please note that this device is not available for testing and eval. Additional product information is not available. A report was received from the study indicated that a type b dissection occurred during lesion pre-dilation with two aviator balloons. Past medical history includes hyperlipidemia, congestive heart failure, diabetes mellitus, coronary artery disease and hypertension. The target lesion location was the ostium left internal carotid artery (l6). There was no occlusion of the contralateral carotid. The lesion length measured 20.0 in a reference vessel diameter of 5.0. The target lesion diameter stenosis was 90.0 and the total length of stented segment was 40.0. There was moderate tortuosity documented. An angioguard distal protection device was delivered without difficulties and good wall apposition was reported. The lesion was pre-dilated with two aviator pta balloons, a 15 x 4.0 mm and a 20 x 5.0 mm at 4 atms. Yielding improvement in the degree of stenosis. However, a no-flow limiting grade b dissection was noted. Then, an 8x40mm precise stent was implanted successfully. The residual diameter stenosis measured 20%. The angioguard was retrieved without difficulty and no debris was found in the basket. The procedure was completed successfully and the patient was reported to be neurologically intact. The products were not returned for evaluation. A review of the manufacturing records could not be conducted without a lot number. Dissections are known potential complications described in the IFU. At this time, the information suggests that there are patient, vessel characteristics and procedural factors that may have contributed to the reported event. This is one of two reports associated with the reported event that were submitted under the following manufacturing numbers 9610978-2009-00049.